Event description:
It was reported that a patient had peripheral edema of the legs, and the physician initiated stopped pump mode. The pump was stopped for a period greater than 90 hours. Following the extended period for which the pump was stopped, the physician performed a pump roller study twice, and no roller movement was observed. It was noted that the physician was planning to explant the pump. The patient's status, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).